Event description:
Consumer reported complaint for error message (e-2), high and low blood glucose test results. The customer is concerned with test results from results obtained of 174, 139, 167, 187 and 165 mg/dl. The customer¿s expected blood glucose test result is 130mg/dl fasting am. The customer feels well and did not report any symptoms. Customer stated she called her doctor's office that day and spoke to the nurse about the meter; nurse is going to have the doctor call the insurance to see if they can get her switched to another brand device. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 174mg/dl date:09/09 time: 10:16a fasting. Result 2: 139mg/dl date:09/08 time: 10:24a fasting (low). Result 3: 167mg/dl date:09/06 time: 10:04a fasting. Result 4: 187mg/dl date:09/05 time: 9:39a fasting. Result 5: 165mg/dl date:09/03 time: 9:26a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error and results. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer